Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07310. It was reported that the patient presented for a lead revision procedure due to the right atrial lead exhibiting noise. The noise was reproducible with isometrics. The physician suspected a possible insulation breach. During the procedure, no insulation breach was found on the atrial lead but an insulation breach was found on the right ventricular lead. The physician repaired the right ventricular lead with medical adhesive. The right atrial lead was capped and replaced on (B)(6) 2020. The patient was stable.